Manufacturer narrative:
Refer to medwatch #2017233-2016-00351 that was submitted on the conformable gore® tag® thoracic endoprosthesis for the loss of right leg pulses and blue toe. Patient medications - amiodarone, bactrim ds, acetaminophen-codeine, aspirin, atorvastatin, docusate sodium, metoprolol tartrate, pantoprazole, and warfarin. A review of the manufacturing records could not be performed as the lot number was not provided.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016, the patient underwent treatment of an aortic arch aneurysm whereby a conformable gore® tag® thoracic endoprosthesis was implanted. A gore dryseal sheath was reportedly used for access during the procedure. Post-operatively on the same day, the patient presented with a loss of right leg pulses and blue toe. On (B)(6) 2016, an aortoiliac angiogram was performed, which identified a dissection of the right external iliac artery. It was reported the dissection did not appear to be flow limiting, and a widely patent aortoiliac system with good flow into bilateral common femoral arteries was seen. It was reported the dissection was caused by the gore dryseal sheath. There was no reported difficulty advancing or withdrawing the sheath during the procedure. It was reported the patient's access vessels were tortuous and calcified, which contributed to the dissection. No additional procedures were performed to treat the dissection. No further adverse events were reported.